Manufacturer narrative:
The event was discovered in a literature review and therefore no device was returned. Additionally, there was no lot number provided so no lot history review could be performed. If additional information is obtained, pertinent to this event, a follow-up report will be submitted. (B)(4).

Event description:
It was reported in a literature publication that a pt underwent radiofrequency ablation (rfa) for barrett's esophagus. One month after rfa, the pt presented with dysphagia and was found to have an esophageal stricture. The stricture was treated with dilation.